Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c and d) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through each device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the four sleeves were leaking. This caused a delay but no harm was done to the patient. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.